Event description:
Customer reportedly received results of 263 mg/dl and 123 mg/dl within 10 minutes on the nano smartview system. No actions taken based on device result. Customer indicated that she did not get an adequate drop of blood to properly dose the test strip for the result of 263 mg/dl. No adverse event reported. Requested return of meter and strips but customer no longer has test strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.